Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually and microscopically. Functional testing was performed. The complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an endovascular aneurism repair [evar] procedure, the catheter tip detached within the patient. The physician had successfully acquired bilateral femoral vascular access. During guide catheter removal the catheter tip detachment was noted. The foreign body was successfully retrieved with a vascular snare device. No additional consequences to report.